Manufacturer narrative:
Fad stent, ureteral.

Event description:
According to the initial reporter: "stent was implanted sometime in march, exact date unknown. Doing follow-up hydronephrosis (difficulty urinating) and patient has other stuff going on, and the stent was observed not draining (or not helping the kidney to drain). Doctor says the patient's condition is worse than prior to the implant. Doctor planning additional procedure for today ((B)(6) 2022) to remove the stent."